Manufacturer narrative:
Expiration date - unknown due to unknown lot number. UDI - unknown due to unknown lot number. Implanted date: device was not implanted. Explanted date: device was not explanted. Device manufacture date - unknown due to unknown lot number. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. The production lot number was not provided by the user facility, which prevented a meaningful review of the device history record.

Event description:
The user facility reported the doctor noticed that fluids were spraying out of the ik valve. The balloon catheter was difficult to insert into the sheath, and the balloon was bent and was not usable. No harm was done to the patient, however it made the case longer and more difficult. The procedure outcome was a success. Additional information was received on july 18, 2018. The procedure being performed was an angioplasty. The type of fluids spraying out of the valve was blood. Estimated blood loss was reported to be less than 250cc. The patient was reported to be in stable condition.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation. One 5fr ik device was received for product analysis. The dilator was not returned with the sheath. The sheath was subjected to visual analysis. There were no kinks or scratches visible on the sheath with the unaided eye. There was a slight bend of the sheath present. No other anomalies were noted with the returned device. Functional testing was then performed to identify if the valve was leaking. The distal end of the sheath was inserted into a 12 fr balloon. The distal end of the balloon was connected to a controlled air supply system. The 3-way stopcock (3wsc) was then closed and the air pressure was increased to 4.3 psi. The sheath with the hub side tubing and 3wsc were all submerged under tap water for approximately 30 seconds no air bubbles were observed forming around the hub, sheath, valve or 3wsc. A 5fr dilator for investigational purposes was then inserted into the sheath. This assembly was then again submerged in water. No bubbles were detected after 30 seconds. The dilator was then removed and the assembly was submerged for a third and final time. No bubbles were observed. The crosscut valve was then dissected from the hub of the sheath to see if any damage had been sustained to the valve which may have caused the valve leakage. During removal from the hub, a portion of the valve was unintentionally severed. Besides the severed portion, there were no anomalies noted on the top side or bottom side of the valve. The slits on each side were examined. No anomalies were noted. There is no evidence that this event was related to a device defect or malfunction. The investigation results verified the actual device was of the normal product.